Manufacturer narrative:
The downloaded data returned an alarm, indicating that the rotational sensor maximum open count was exceeded. The downloaded data showed timeouts and a drive stall, which indicates a struggle to deliver insulin. Investigation results found the commutator cap to have deformation and a rough/abnormal surface. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had high blood glucose levels of over 500 mg/dl (high) while wearing the pod for 1 to 4 hours on the abdomen. For treatment, bolused several times, then took the pod off and gave insulin injections.